Manufacturer narrative:
The field service engineer (fse) replaced the gantry z motor to address the reported event. A gantry assembly supplier investigation of the motor assembly related to unintended movement in the downward direction was requested. Based on the information obtained, the root cause of the reported event can be attributed to the nonconforming gantry z assembly motor. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A field service engineer (fse) reported during a scheduled preventative maintenance of the laser, an unintended gantry downward movement occurred after shutdown. There was no patient involvement.